Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Two photographs and one q-syte connector were provided for investigation. A functional test revealed a leak from the q-syte connector. A microscopic examination revealed a hole in the column of the septum. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that a q-site was attached to the cv line. Continuous heparin was administered, but no leaks were noted. The next day, blood was drawn through the q-site. After the blood was drawn, the patient was flushed with saline. Saline leaked from the q-site (septum), so the q-site was replaced with a new one.